Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose was 400 mg/dl at the time of incident. The customer reported that she is having trouble with her infusion sets, having been having high blood glucose and when removing set cannula was bent. The customer decline to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.